Event description:
The event involved a microclave® neutral connector where it was reported there was medication leaking from nad. There was patient involvement, but no patient injury/harm was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.